Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: small battery drive device x2, battery oscillator device (B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the initial reported condition that the device did not was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was confirmed that the device had moving parts that did not move smoothly-trigger. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery reamer/drill device had moving parts that did not move smoothly-trigger. It was further determined that the device failed pretest for check for sticky trigger. It was noted in the service order that during pre-surgery, it was discovered that the device did not work along with two small battery drive devices and a battery oscillator device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.